Event description:
It was reported that in (B)(6) 2013, a 19mm trifecta valve was implanted. On (B)(6) 2025, the patient presented with severe aortic stenosis. The patients aortic valve angle was 38 degrees and annular dimensions of: annulus dia: 16.8mm, lvot 19mm. A 23mm navitor was implanted valve-in-valve at a depth of 3mm. A post-dilation was performed with a 20mm non-abbott balloon, a left main coronary artery (lmca) occlusion occurred, and the patients blood pressure began to fall. It's thought that the externally leaflet placed in trifecta might have occluded the lmca. The physician attempted to engage the catheter to the lmca for intervention but failed. The physician then snared the valve up towards the ascending aorta to get the lmca to flow. Another 23mm navitor valve was then implanted valve-in-valve to resolve the event. There was a delay due to the additional steps needed to treat the lmca occlusion. The patient is stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2013, a 19mm trifecta valve was implanted. On (B)(6) 2025, the patient presented with severe aortic stenosis. The patients aortic valve angle was 38 degrees and annular dimensions of: annulus dia: 16.8mm, lvot 19mm. A 23mm navitor was implanted valve-in-valve at a depth of 3mm. A post-dilation was performed with a 20mm non-abbott balloon, a left main coronary artery (lmca) occlusion occurred, and the patients blood pressure began to fall. It's thought that the externally leaflet placed in trifecta might have occluded the lmca. The physician attempted to engage the catheter to the lmca for intervention but failed. The physician then snared the valve up towards the ascending aorta to get the lmca to flow. Another 23mm navitor valve was then implanted valve-in-valve to resolve the event. There was a delay due to the additional steps needed to treat the lmca occlusion. The patient is stable.

Manufacturer narrative:
An event of off-label use and patient effects of occlusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information, the cause of the reported occlusion of left main coronary artery (lmca), which resulted in hypotension, could not be determined. The reported off-label use appears to be related to the implantation of a navitor valve into the trifecta valve (valve-in-valve procedure). The unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.